Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. H3, h6: service and repair evaluation: the customer reported that the item none of the buttons working when battery is attached. The repair technician reported discolored wires, rust on motor, debris on barriers, damage drive shaft tip, rust on switch on switch plate, contact plate broke upon re-assembly. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008. Synthes lot # 006377. Supplier lot # n/a. Release to warehouse date: 11 aug 2017. Expiration date: 11 aug 2037. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date none of the buttons on hand piece on battery power driver were working when battery is attached. It is unknown when the issue was observed. It is unknown if there is patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).